Event description:
It was reported by svc report that the side rails would not remain latched in the latched raised position due to missing compression springs. No pt involvement or adverse consequences are reported.